Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.